Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Photos of the valve were sent to medtronic. Based on the review of the photos, a conclusive cause of the tear cannot be determined. However, the location of the tear suggested that the leaflet may have been contacting with the long suture tail, causing the leaflet perforation and tearing. The reported regurgitation is most likely due to the cuspal tear and perforation. The long suture tail wear could be the potential cause of the cuspal tear.

Event description:
Medtronic received information that one year, ten months post implant of this 21 mm bioprosthetic aortic valve, the patient presented with shortness of breath. Heart catheterization showed the patient had a large central leak. This valve was explanted and replaced with a 21 mm st. Jude bioprosthetic valve. Upon explant, there was observed a 1 cm by 1 cm hole in the noncoronary cusp leaflet of the valve. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.